Manufacturer narrative:
H11: internal complaint reference (B)(4).

Event description:
It was reported that an mdu was hot and loud. As this was noticed upon inspection, there was no patient involvement.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed missing o ring and a broken lanyard. A functional evaluation revealed a blade stall error and jammed motor. Further evaluation revealed the drive fork was stiff when rotated. It is noted the returned device did get warm during the functional evaluation. These failures have been determined to be related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a component failure. Factors that could have contributed to the failure include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or one or more of the motor phases shorting out. Based on this investigation, the need for corrective action is not indicated.